Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Info provided indicates the pump was underfilled to 96ml, which does flow faster than a nominally filled pump. The directions for use (1303046 rev. H) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.

Event description:
Drug/diluent: 5fu 2400mg/ml. Fill volume: 96ml & flow rate: 2ml/hr. Procedure: unk. Cathplace: unk. Did not infuse, then ran fast. Nurse noted on second day that the pump was not infusing. The pump was manipulated and then started infusing. Then the pump was empty in 24 hours. No adverse event occurred. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 100ml. Maximum fill volume: 125ml. The infusion delivery time is 48 hours (2 days) when filled to nominal volume and flow rate.